Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 320122, batch no. 8205672. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles 5 needles clogged during injection. The following information was provided by the initial reporter: verbatim: I'm an diabetic and I use the ultra-fine nano pen needles for self-injectors 32g 4mm. I have had several needles clog up when using it to inject my medication. At first I thought the pen was defective, but after changing the needle it will work. This is the first box I've had an issue with and it's happening about 6 times in the first 2 weeks of using the new box. From phone call on (B)(6) 2019, 16:52:40: called this end user bd employee. Consumer discarded the product samples. Found in about 5 pen needles from this box that would not allow the victoza to flow thru it. Not able to complete a flow check with this pen system victoza. Informed to check the non patient end before placement and straight on apply to pen. Informed if other issues are found to hold needles aside for possible mailing kit. This bd consumer is also an rn cde and diabetic.